Manufacturer narrative:
(B)(4). A new sgc (sgc (B)(4)) was used and the same cds was advanced. As the cds was about to exit the sgc, air was noted in the hemostasis valve. It was noted that the hemostasis valve housing was filling with blood due to the patient's left atrium pressures and that air was noted coming from the clip introducer/connection sleeve shaft and into the sgc hemostasis valve. The cds was removed. The same second sgc ((B)(4)) was used and two mitraclips were successfully implanted, reducing the mitral regurgitation from grade 4 to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided. The steerable guide catheter has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information. The additional steerable guide catheter and clip delivery system referenced are being filed under separate medwatch report numbers.

Event description:
This event is filed for air leak noted in the first steerable guide catheter (sgc (B)(4)), requiring aspiration to prevent potential air embolism. It was reported that the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc (B)(4)) and clip delivery system (cds 50821u107) were prepared for use per instructions for use and no issues were noted. The transseptal puncture was performed per routine procedure. The sgc was advanced to position in the left atrium. The guide wire and dilator were removed. No air was noted in the hemostasis valve housing. The hemostasis valve was flushed with heparinized saline as the clip introducer was advanced. When the cds was about to exit the tip of the sgc, air was noted in the hemostasis valve housing of the sgc. Air aspiration was performed in an attempt to remove the air, but it was not possible. The cds was retracted under suction and the air was successfully removed. The cds was inserted again and air was noted again in the hemostasis valve housing as the clip exited the tip of the sgc. The cds was retracted under suction.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported steerable guide catheter (sgc) leak was not confirmed via returned device analysis. The investigation concluded that the reported user experience was related to the reported leak in the clip delivery system (cds), which caused a leak in the sgc. However, there were no issues with the sgc when it was tested with a proxy cds; thus, the leak in the sgc was unconfirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.